Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was reportedly moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed unexplained reboots and replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked; evidence of moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully attach on to the pump. A test cap was able to fully attach on to the pump. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture or damage was observed. Unrelated to the complaint, the audio bolus button cover was torn. (B)(4).